Event description:
One device was received for investigation. The investigation confirmed the customers reported event as the drug solution was changed but the user did not reprogram the total volume to be infused. Consequently the infusion stopped and automatically switched to 1ml/h even if there was still solution in the bag. In addition, the investigation did confirm a dark screen but did not confirm an audible alarm issue. As stated by the user, the alarm was not heard even though two pre alarm end of infusion and kvo were triggered, both by visual and audible alarm.

Event description:
Customer reported a patient death that occurred on (B)(6) 2016, during the use of the agilia infusion pump (serial number (B)(4)) to infuse noradrenaline dosage 200 ml/h. When the drug solution was changed, the total volume wasn't reprogrammed, so the pre-infusion alarm was activated even when there was still enough solution in the vial. The alarm was not heard and the infusion pump started the kvo function, reducing the flow rate of the drug instantly to 1 ml/h. When checking the errors that occurred in this event, it was observed that one of them was that the display of the infusion pump was dark and could have contributed to non-visualization of the reduction of flow rate. The customer informed that the patient was already very serious, but the event with the infusion pump may have contributed to the death. The customer informed that in the weeks after the event, they made several attempts to increase the contrast of the equipment display with a company representative, but there was no success. The infusion pump was removed from use and sent for maintenance.